Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a blade detachment occurred. The 70% stenosed lesion was located in a mildly calcified and moderately tortuous unspecified vessel in the left antebrachium. An unspecified guide wire crossed the lesion. The 4.00mm x 1.5cm x 10cm spcb flextome monorail cutting balloon was successfully advanced across the lesion but inflation failed. During withdrawal of the balloon through a unspecified introducer sheath resistance was encountered. Once the device was removed and outside of the patient it was noted that a blade had detached. No blades remained in the body. The procedure was successfully completed with a different device. No patient complications were reported and the patients status is listed as good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a blade detachment occurred. The 70% stenosed lesion was located in a mildly calcified and moderately tortuous unspecified vessel in the left antebrachium. An unspecified guide wire crossed the lesion. The 4.00mm x 1.5cm x 10cm spcb flextome monorail cutting balloon was successfully advanced across the lesion but inflation failed. During withdrawal of the balloon through a unspecified introducer sheath resistance was encountered. Once the device was removed and outside of the patient it was noted that a blade had detached. No blades remained in the body. The procedure was successfully completed with a different device. No patient complications were reported and the patients status is listed as good.

Manufacturer narrative:
Device evaluated by MFR: the flextome monorail balloon catheter was received for analysis. A visual examination of the device found that the balloon showed evidence of being inflated. There was a kink in the distal shaft 180mm from the distal tip and the guidewire exit port was twisted. One 5mm blade section was lifted from the balloon at the distal end of the blade. The blade was not detached. All other blades were fully bonded to the balloon surface. The device was attached to an encore inflation unit and inflated to its rated burst pressure without issue. No other damage to the device was noted. The manufacturing record confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).